Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient describes paralysis in the leg. Additional factors were listed as mental condition of patient. Troubleshooting was stimulation was turned off - no change to symptoms. The interventions taken were explantation of the device. Unknown if the issue was resolved the time of this report.